Event description:
Event was reported to (B)(4) by an attorney. The patient has suffered chronic pelvic and vaginal area pain, stress urinary incontinence, infection, pain during intercourse, pelvic pain, radiating pain, and vaginal bleeding. No further information has been provided.